Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned and analyzed. The lead was received with a guidewire inserted, however, the guidewire was not stuck. There were no anomalies found.

Event description:
It was reported that during the implant procedure an abbott 0.014 bmu guidewire was inserted inside the lead. High resistance was felt resulting in the guidewire getting stuck inside the lead. The lead was not not implanted. No patient complications have been reported as a result of this event.